Event description:
It was reported that during the surgery t1 and t2 deploy simultaneously. No patient injuries or delay were reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the delivery needle but were returned. Examination of the construct showed the suture has been cinched and t1 is bent, t2 showed no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. Do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system is intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device simultaneously deployed during use, causing both implants to deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pushing the deployment slider twice prematurely deploying the second implant.